Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different durations of time. Problem isolated to electronic assemblies. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert prior to replace battery alarm. The customer also reported that the battery lasted only for 3 days. The customer stated that there was no damage to the battery cap. The customer stated the battery was not previously used. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.